Manufacturer narrative:
Per the instructions for use, paravalvular leak (pvl) and device malposition are potential adverse events associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. The patient screening manual and the procedure didactic identify several procedural and anatomical factors which could contribute to pvl, including device malposition, inaccurate measurement of the native valve annulus, uneven distribution of calcium on the native valve, bulky or severe calcification, an elliptical annulus shape and valve under-sizing. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally calcified aortic leaflets, loss of pacing capture, and movement of the delivery system by the operator. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. The patient screening manual instructs the operator on proper aortic valve and root assessment, including the use of echo, aortogram and CT to appropriately measure the annulus diameter, content and distribution of calcium, and leaflet characteristics. Contraindications, important considerations when assessing the valve, and choosing the proper thv are also discussed. The thv training manuals also instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures are also included. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. In this case, the malposition and subsequent regurgitation could be attributed to the patient¿s horizontal root, fair image intensifier angle (iia), poor coaxial alignment of the valve and delivery system, and a fast valve inflation. A second valve was placed with good results. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During deployment of a 23mm sapien xt, the valve landed too ventricular, resulting in moderate paravalvular leak (pvl). A second valve corrected the pvl. As reported by our (B)(4) affiliates, during a transapical tavr procedure, it was quite difficult to position the 23mm sapien xt valve perfectly coaxial. Some arrangements were done with the guide wire and the introducer, but the 'anatomical curve of the aorta' made it difficult to achieve a really good initial position. Rvp was initiated, the inflation phase was a bit fast and some little movements were made with the asdendra+ delivery system during deployment. As a result of this, the valve¿s final position was too low, 40/60 aortic/ventricular (a/v). On angio, pvl was moderate, so the physicians decided to place another valve. A second 23mm sapien xt with another delivery system was prepared. As before, it was difficult to find a good coaxial position, but before inflation the valve was positioned quite well. However, the inflation was again a little bit fast and some little movements were made, and the second valve was implanted just a few millimeters higher than the first one. By angio, a trivial/mild pvl was observed. Physicians decided to stop and close the access. The patient was stable during all the procedure time. Good outcome. Regarding the perceived root cause, there was miscommunication during valve deployment. In addition, coaxial alignment was poor, the image intensifier angle (iia) was fair, and the inflation was faster than intended. The patient¿s native annulus measurement by CT was 19mmx24mm, with moderate native valve/leaflet calcification, and moderate aortic root calcification.